Manufacturer narrative:
Additional information is provided. The system was examined and the reported event was confirmed (via event log). The multi-functional in-output (mfio) printed circuit board (pcb) was replaced to resolve this issue and was returned for evaluation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 6, 2015. Based on qa assessment, the product met specifications at the time of release. The mfio was installed into a calibrated hot bed system. There were no nonconformities presented when powering on the system; however, sm displayed when attempting to perform a vitrectomy test. A digital multi-meter was used to troubleshoot the mfio. However, no nonconformities were observed. The mfio was reinstalled into the calibrated system where it was able to meet specifications the root cause of the reported event can be attributed to a nonconforming mfio. However, how or when the mfio became nonconforming remains inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the day prior to surgical procedures the system was activated to test it. A system message was displayed and the vitrector was unable to be used. There was no patient involvement.

Manufacturer narrative:
The system was examined and the reported event was confirmed (via event log). The multi-functional in-output (mfio) printed circuit board (pcb) was replaced to resolve this issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 6, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming multi-functional in-output (mfio) printed circuit board (pcb). However, how or when the mfio became nonconforming remains inconclusive. The manufacturer internal reference number is: (B)(4).